Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 10, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer - corrected email address) g1 (all manufacturer - name, email address and phone number) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and correction) h6 (identification of evaluation codes 4114, 3221, 4315) type of investigation: 4114 - device not returned investigation finding: 3221 - no findings available investigation conclusions: 4315 - cause not established the affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. Without a lot number provided, a retention sample could not be obtained and evaluated. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, there was leakage noted from the shunt sensor. The shunt sensor was changed out, and a back - up was used to continue the procedure. *no patient involvement

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 510 - sensor. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1354 - leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.